Event description:
The customer called and reported that her insulin pump was dropped and two alarms occurred after it was dropped. The customer's blood glucose level was not known. The alarms could not be cleared as once one was cleared, the other would arise. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed due to fractured solder joints on the mother board. The functional testing could not be completed due to the alarm. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.